Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm and insulin pump error alarms. The customer¿s blood glucose level was 6.2 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 50 noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing. However, power error 25 noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump error 53 found in the pump history due to software error.